Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30july2019. The field service engineer (fse) evaluated the device and verified the reported condition. The fse replaced the front bezel assembly. The ventilator passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was getting an alarm light emitting diode (led) failure (1105). The customer reported there was no patient involvement.